Manufacturer narrative:
Concomitant product: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger (s/n (B)(4)) found the connector was bent.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and occipital neuralgia. It was reported that the recharger connector pin was broken. A day later the patient reported that they were in pain. They were getting the low battery screen and wanted to know if the replacement recharger would solve the issue.